Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported downstream occlusion which was reproduced during evaluation by troubleshooting the device. A review of the event history log identified downstream occlusion messages. The cause was determined to be out of specification force sensor calibration reading. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion alarm. There was no patient involvement. No additional information is available.